Manufacturer narrative:
The axium coil will not be returned for analysis as it was discarded at the site; therefore, no definitive conclusion can be drawn regarding the clinical observation.

Event description:
Medtronic received information that during coiling treatment of a small cerebral aneurysm located off the posterior cerebral artery (pca), this coil would not detach with an instant detacher or by using the manual detachment method (breaking the hypotube method). It was reported that the coil was difficult to advance in the microcatheter through tortuous anatomy but still able to exit the catheter. The physician tried to detach the coil 3 times with an instant detacher and two times with the manual method, but the physician was unsuccessful detaching the coil. The coil was removed from the catheter and the patient and another coil (different manufacturer) was used successfully to complete the procedure. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.